Manufacturer narrative:
Additional information received updated. One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of alarming air in line was verified. The event log did show the error for cannot start pump on (B)(6) 2018. Sevice found the air detector was inoperable during testing. The air detector sensor will be replaced by service. Use testing was performed. The problem source is the defective component of the air detector sensor.

Event description:
Unknown patient involvement.

Event description:
It was reported that the device gave an "air in line" alarm. No adverse effects to patient reported.